Event description:
All of the tests from lot 222b21 of the mono-plus qualitative assay for infectious mononucleosis have been giving false positive test results on tests run by a hosp lab. Sixteen pt tests were done and all were positive. It appears that all 16 results were false positives. Also, a sample of blood from someone, known with certainty to not have infectious mononucleosis, was tried and tested positive. The hosp's dir of quality and risk mgmt called the distributor of the tests, as identified on the label and they reported that they had received 3 to 4 other complaints about lot 222b21. On 07/2002, the distributor was called for add'l info. Mgr of compliance confirmed that they had received 3 to 4 other complaints. The distributor is having their r and d dept test reserve samples, they had kept. They have not finished their investigation or determined a cause of the problem. The firm considered putting a stop sale on the product but had none left. No recall has been initiated.